Event description:
A patient reported blood glucose results of 9.8, 11.6 and 14.7 mmol/l with a lifescan meter, performed within 20 minutes of each other. Based on statisitical methodology, the calculated difference of these glucose results exceeds the expected value of less than 20% and/or less than 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Patient also reported results of 11.1 and 14.1 mmol/l on a different arm within 20 minutes.